Event description:
Add'l info received on 10/20/97 indicates wouldnot inflate - "no leakage of fluid, most likely valve failure."

Manufacturer narrative:
Cylinder performed within specifications. Cylinder had a wear hole in the inner tube.